Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to elective replacement indicator (eri). It was noted that the longevity of the device did not meet the expectations of the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis indicated elective replacement indicator (eri) was due to high impedance in the battery. This device was included in that field action, and returned product testing found the device did perform as described in the field action.  (B)(4).